Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was admitted to the clinic on (B)(6) 2008. A chest x-ray was performed, and echocardiogram revealed that the right ventricular lead had vegetation due to infection. It was noted that the patient had (B)(6) bacterium, urinary infection, and staph; however, the source was unknown. The family wanted only comfort care and discontinue medical treatment. The patient was maintained on life support and passed away on (B)(6) 2008. There is no known allegation from a health professional that suggests the death was related to the device. The causes of death are cardiac arrest and heart failure.